Event description:
Adverse event(s): "irritation" (irritation); "extreme redness" (red eye(s))); "infection" (infection); "keratitis" (keratitis); product problem(s): "none reported" (no information). A consumer reported that she experienced irritation, extreme redness and an infection following the use of this product. Additional information was received on 07/29/2010 from the consumer, who reported that she experienced extreme redness in both eyes. She also reported that she was seen by her doctor who advised her to not wear her contact lenses. The consumer stated that when the redness seemed to clear up, she returned to contact lens wear and the event reoccurred. She stated that her doctor diagnosed keratitis in her left eye. She was treated with antibiotics for approximately ten days and the keratitis resolved.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested by fax, mail and phone on 07/28/2010. A completed questionnaire was received on 07/29/2010. (B)(4).